Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient allegedly underwent a revision procedure on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in the mid 1990's. Subsequently, patient was revised on an unknown date to repair a periprosthetic fracture. A plate and screws were implanted. Patient underwent a further revision procedure on (B)(6) 2014 due to a periprosthetic fracture. The plate, screws, femoral stem, modular head and liner were removed and replaced with competitor product.